Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of incident. The customer's current blood glucose is 240 mg/dl. The customer was treated with glucose tablets. Customer was passed out due to low blood glucose. Customer experienced high blood glucose was 400 mg/dl at the time of incident and current blood glucose level was 290 mg/dl. Customer treated with bottle of insulin and syringe. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. The insulin pump will not be returned for analysis.